Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that on more than one occasion, the smartsite low sorbing infusion set leaked during an infusion of a bag with a 3 drugs, one being etoposide, vincristine and doxorubicin. The infusion runs for 96hrs, the infusion set is not changed but the bags are changed every 24hrs. The chemotherapeutic medication is pink and leaking is easy to notice. The leak comes from where the tubing meets the filter or from the filter itself. This does not occur with short chemotherapeutic medication infusions or tpn. There was no patient harm.

Event description:
The customer stated that on more than one occasion, the smartsite low sorbing infusion set leaked during an infusion of a bag with a 3 drugs, one being etoposide, vincristine and doxorubicin. The infusion runs for 96hrs, the infusion set is not changed but the bags are changed every 24hrs. The chemotherapeutic medication is pink and leaking is easy to notice. The leak comes from where the tubing meets the filter or from the filter itself. This does not occur with short chemotherapeutic medication infusions or tpn. There was no patient harm.